Event description:
Leica biosystems received a tissue processing complaint with patient tissue samples impacted. On 27 february 2025, the leica biosystems field applications specialist (fas) investigating this event with the complainant documented the following, "final patient outcome obtained on (B)(6)2025 at 12:10 pm; at least one patient tissue sample is not able to be diagnosed. Evaluation of tissue samples by pathologists is still ongoing." Patient identifiers were not provided for the patient tissue sample(s) that was unable to be diagnosed.